Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for a follow up visit, high, out of range, high voltage lead impedance and noise was observed on the rv lead. Lead damage was observed on the lead and lead impedance issue has been increasing since implant. Lead testings were recommended. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable.